Event description:
It was reported that the patient's spinal cord stimulator (scs) leads had migrated. The patient underwent a procedure wherein the patient's leads were repositioned and that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7105056, UDI: (B)(4).